Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information received from the patient via the manufacturer's representative reported that their stimulation from their implantable n neurostimulator (ins) had drastically changed as a result of a recent, severe fall. The patient was sent for an x-ray per the managing physician. Additional information received from the healthcare professional (hcp) reported that the patient was to have an MRI scan of the head/c-spine for a possible stroke. The patient had a stroke/fall episode on (B)(6) 2016. MRI guidelines were provided to the hcp. It was unknown if the stroke/fall was related to the ins device or therapy. Further information received on (B)(6) 2016 from a different hcp stated that the patient was to have an MRI head scan for weakness and noted the previously reported fall. It was again noted that it was unknown if the symptom was related to the ins device or therapy. The indications for use for the implanted device were noted spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.